Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A closed specimen jar with clear liquid inside was also returned. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. No visual anomalies were noted. A small piece of coiled, blue material consistent with skiving was found in the returned specimen jar. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned sheath/dilator assembly. However, the dilator tubing was cut lengthwise and evidence of skiving was noted at the medial area of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3005334138-2020-00265. During a procedure, after the transseptal access had been obtained, skiving was noted on two separate introducers. The needle had not been pre-shaped prior to the procedure and a stylet had been used. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.